Event description:
A customer contacted haemonitics on (B)(6) 2008 to report that the orthopat machine was not powering on and the battery was not on. Upon eval a blood spill was found inside of the machine. All contaminated and damaged components were replaced. The machine is now ready for use.

Manufacturer narrative:
This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).